Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacturer; therefore, the exact cause of the reported issue could not be conclusively determined. However, considering the date of manufacture, it is likely that the reported forceps cover glue peeling malfunction occurred due to deterioration overtime, or it presumably occurred because the external force, such as strong friction, was applied to the forceps cover during normal use including reprocessing along with the long use of the device. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches,holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The adhesive was found peeled off/missing from the light guide cover at the distal end of the scope. Additionally, the bending section cover glue has a crack, the light guide tube is dented/collapsed, and there are multiple (7) broken elements on the ultrasonic image. The scope passed the leak test. The scope was repaired to specifications and returned to asset stock. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The asset evis exera ii ultrasound gastrovideoscope was returned to the service center. There was no reported allegation of any malfunction associated with the device. Upon inspection and testing, the adhesive was found peeled off/missing from the light guide cover at the distal end of the scope. There was no patient involvement reported.